Event description:
It was reported the flex arms will no longer tighten down to attachment and can no longer be used. This allegedly happened in an unspecified spinal procedure. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.